Event description:
Patient was brought to cardiac cath lab (ccl) from emergency department (ed) in an emergent setting. Verbal consent was obtained. Patient explained of all risks and agreed to proceed. Per doctor's notes: post-intervention with drug eluting stent (des), a non-compliant (nc) balloon was inserted. During inflation this balloon ruptured and ended up migrating into the proximal-mid left anterior descending artery (lad), and required retrieval via guideliner and balloon with pullback, which was performed successfully by trapping this ruptured balloon. Per registered nurse (rn) report: product: abbott non-compliant coronary dilation catheter, size 4.0 x 8.0 mm. Balloon was being inflated in coronary artery and ruptured during inflation. Balloon was well below the rate of burst pressure and device snapped off at the shaft at the midpoint of the balloon. Approximately 7mm of the distal shaft and the distal half of the balloon broke off and was stuck in the left anterior descending artery. Pieces were safely retrieved, and the case finished without patient harm. Manufacturer response for catheters, transluminal coronary angioplasty, percutaneous, nc trek (per site reporter). Ccl manager called and spoke to field representative.